Manufacturer narrative:
Date of event: exact date unknown, event occurred over a week ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 19645395.

Event description:
It was reported that all components were explanted due to an unknown reason.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2018. D6b: explant date: 2018.

Event description:
It was reported that all components were explanted due to an unknown reason.